Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, non-sustained right ventricular oversensing due to noise was noted on the right ventricular lead. Additional intervention was recommended by technical support but not performed. The lead will be monitored. The patient was stable with no adverse consequences.